Event description:
Customer reported an issue with the beneview t series patient monitor's display. Additions, the co2 module was reported as smelling like smoke. No patient injury was reported.

Manufacturer narrative:
Module will be returned for evaluation.